Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a concerto coil that failed to detach. The patient was undergoing a coil embolization procedure to treat an unspecified bleed. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the concerto coil and all accessory devices were prepared as indicated in the instructions for use (IFU). After positioning, the concerto coil failed to detach. Several attempts were made to detach the coil with an instant detacher (ID) and then several more attempts were made at manual detachments with the hypotube but without success. Another ID was not tried as it was noted there was no issue with the first ID. The coil was removed and replaced to complete the procedure. There was no harm or injury to the patient. Ancillary device: boston scientific truselect microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis (B)(4): equipment used- video inspection system (B)(6), ruler (B)(6), camera (panasonic lumix (B)(6)) as found condition- the concerto coil and truselect micro catheter were returned for analysis within a shipping box and within three sealed tyvek biohazard pouches. The opened truselect outer carton was also returned. Visual inspection/damage location details: the concerto implant coil and pusher were found within the truselect micro catheter. The actuator interface was found fully retracted out of the coupler tube, with the segments retained by release wire. This is indicative of detachment attempts at this location. The break indicator was found intact. There is no evidence of manual detachment at this location. The concerto pusher was found bent at ~46.6cm from the proximal end and found bent within the micro catheter at ~27.2cm from the proximal end of the micro catheter. The micro catheter was found flattened at ~0.5cm from the distal end. No damages or irregularities were found with the micro catheter distal tip and marker band. The implant coil was found partially deployed out of the micro catheter tip. The implant coil was already detached and damaged. The pusher was retracted out of the micro catheter against resistance. The coin was found fully retracted out of the lumen stop. Blood was found under the ptfe shrink tubing and within the lumen stop. The shield coil was found stretched and covered in blood. Testing/analysis: the exposed release wire was retracted with no resistance encountered. The coin was found undamaged. The coin width was measured at three locations to be ~0.069mm @ 0.063mm, ~0.083mm @ 0.127mm, and ~ 0.093mm @ 0.275mm; which is within specification (specification 0.063mm ¿ 0.089mm @ 0.063mm, 0.075mm ¿ 0.105mm @ 0.127mm, and 0.086mm ¿ 0.108mm @ 0.275mm). The blood was dissolved to gain access to the lumen stop and retainer ring. The lumen stop was found undamaged. The lumen stop inner diameter was measured to be 0.0028¿, which is within specification (specification: 0.00220¿ ¿ 0.0029¿). The retainer ring was found undamaged. The retainer ring inner diameter was measured to be 0.0046¿, which is within specification (specification: 0.00455¿ ±0.00010¿). No damages or irregularities were found with the detach element and detach element ball. The ball outer diameter was measured to be 0.0037¿, which is within specification (specification: 0.0038¿ ± 0.00010¿). No other issues could be found. Conclusion: based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed through device analysis as the implant coil was already detached. It is possible the cause of the non-detachment is the blood found within the lumen stop and under the ptfe shrink tubing causing the coin to become stuck within the lumen stop. The shield coil was found stretched. It is possible the shield coil became entangled with the implant coil, causing the implant coil to not detach properly. The pusher was found bent. It is possible the pusher became bent when attempting to advance against resistance or damage during return shipping to medtronic. There were no non-conformances found that would contribute towards the failure. The truselect micro catheter inner diameter of 0.021¿, which is compatible for use with the concerto coil. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.